Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of short interval counts (sic) and noise that displayed like mirrored image. A review of electrograms indicated it was lead to lead interaction between the rv and right atrial (ra) leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, v sensing integrity counts up to 179; vt-ns episodes with evidence of lead noise (lead to lead) interaction. Concomitant product: 5076-52 lead, implanted: (B)(6) 2003. (B)(4).